Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was determined that the unit had a faulty flow sensor. The fse replaced the flow sensor and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit required calibration and failed to go into standby. There was no patient involvement.